Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Hence, the device was programmed to right ventricular (rv) only. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.